Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. "Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported that following a difficult impella 5.5 device implant, complications were encountered when attempting to start the pump. The staff noted that a spike in motor current occurred during each attempt followed by an immediate stop. The staff was advised to exchange the pump; however, this option was not available. The impella 5.5 device implant ultimately failed. The patient's outcome was subsequently updated to expired. No further details surrounding the demise was provided. The impact of the pump's failure to start to the event is unclear.

Manufacturer narrative:
The investigation of pump did not start has been completed. Pump did not start: upon visual inspection, a severe kinking of the catheter present just below motor housing. Electrical testing was performed and open lines were present in all three motor cable lines. Broken motor cable lines were present at kinking in catheter below motor housing. Two motor cable lines were found to be completely broken, and third motor cable line showed excessive necking. Data logs were reviewed and real time (rt) log at beginning of case shows pump was attempted to be started multiple times with immediate motor current spikes to 30000 with "impella stopped (rpm deviations)" alarms being triggered. Clinical details noted that the clinical team had difficulty inserting the pump due to patients anatomy and attempted insertion multiple times before insertion was successful. The root cause of the pump not starting was due to an electrical open of the motor cable lines as a result of excessive force when inserting the pump based on review of returned product and data log analysis. B2 life-threatening was erroneously selected on the initial manufacturer device report number 1220648-2025-27204. G1 manufacturing site name, address, country and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27204.